Event description:
It was reported that the patient experienced some wound erosion on the top of his head. There were no reported falls or injuries. The patient underwent a procedure in which the physician cleaned and sutured it. The lead remains implanted and the patient is doing well.